Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
It was reported that during implantation, the hakim valve was occluded, another was used to successfully complete the procedure. The flow at the distal side was bad when checking the flow before the surgery. The valve was replaced with another one. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.